Manufacturer narrative:
Additional information noted that per the event reported ,the biomed tried testing the device via the bipolar port using the 100-ohm load and found that the output was good. Technical assistance center (tac) then advised to send the unit in for repairs due to the e172 errors that cannot be resolved during the troubleshooting. The subject device was received and evaluated . Device evaluation found the error e172 was reproduced. The caused was due to old type lvps cable and power supply and needs to be replaced. In addition an old software version was running in the device and needs to be upgraded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited multiple errors. The user according to the facility biomedical engineer did not provide the errors encountered other than stating critical error. According to the report ,the biomedical engineer reviewed the error log , found multiple errors of e486, e006, e140, e115, and e172 and noted that some errors might have been created when tried to test the unit. Biomedical engineer stated that the only error with no remedial action was the error e172 stated that there were multiple instances of this error. The event reported found at preparation for use. There was no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Investigation determined there were several possible causes for the reported e006 error messages: all potential causes are related to increased resistance between the generator's electrodes. This error message is designed to alert the user in case irrigation solution with insufficient conductivity is used. Possible causes of error code e006 include: tissue built up on the electrode; elevated contact resistances due to poorly placed contacts; elevated contact resistance due to defective contacts; or the instrument is inside a gas bubble during activation. The reported error e006 did not occur during evaluation at olympus; therefore the investigation determined the most likely cause was user error. However, the cause could not be definitely identified. Following previous investigations of error e006, the manufacturer implemented a software improvement to better control the test conditions and averaging calculation that is made during resistance measurements. Olympus will continue to monitor field performance for this device.